Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple pump error. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and they are not able to rewind the pump. Troubleshoot was performed. Customer stated that replaced insulin pump could not get out of prime rewind and that piston was not retracted. Customer advised to the pump requires replacement and to discontinue use of the pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms. One of the tasks has not responded for specified time. The alarm saves information to indicate if motor or main virtual watchdog failed, generated if minute event is not received from motor processor or the sw watchdog task is not running properly, the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement.